Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The cuff was not returned by the customer for product evaluation. Additionally, without product identification, a review of the device history could not be performed. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed. Product not returned.

Event description:
It was reported that during surgery, the unit does not maintain the pressure even with a brand new tourniquet. There was no impact. They did not take another product to complete the surgery. No adverse events were reported as a result of this malfunction.